Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued after transferring the patient to another room. It was reported to philips that system could not display images. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, checked the logfile and found (kv has reached its maximum value) error. The fse performed visual inspection, found the detector images were with shadows. To resolve the issue, the fse replaced the detector. The defective part was sent for analysis, for detector failure was observed and the failure was found to be power supply board on panel was defective, voltages down. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system did not display images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.